Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that ems was dispatched due to hypoglycemia on (B)(6) 2017 with a blood glucose of 69 mg/dl. Customer has been experiencing low blood glucose for three weeks. She treated with food and glucose tablets. The customer was off the insulin pump less than 48 hours prior to ems arrival. Customer was treated with sprite and blood glucose rose to 89 mg/dl. Trouble shooting was performed and customer confirmed pump was not over delivering. Customer mentioned she had a triple bypass in december that was causing the bg to spike up to 340 mg/dl. The hcp decreased her basal rates but her blood glucose was dropping. Customer will consult to her hcp to discuss possible causes of low blood glucose. The insulin pump will not be returned for analysis.